Event description:
The customer stated on (B)(6)2009, a cell-dyn sapphire analyzer generated a falsely decreased hemoglobin result of 6.7 mmol/l for one sample from a (B)(6) female patient. The result was reported to the physician who considered the result lower than expected based on the patient's history. On (B)(6)2009, the patient was redrawn and the cell-dyn sapphire generated a hemoglobin result of 8.8 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. Tracking and trending did not indicate any adverse trend for the cell-dyn sapphire for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to falsely decreased hemoglobin results.